Event description:
Nellcor puritan bennett rec'd a report from a clinical engineer in 2007 that the unit was being used in ccu about a month ago and did not provide an audio tone. There was no pt harm reported.

Manufacturer narrative:
The unit was requested back for eval, but has not yet been rec'd.